Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). Additional products used with the device. Chikai 0.014¿ gw, 5fr fubuki catheter, and an okay ii (goodman). This is one of two products for complaint (B)(4).

Manufacturer narrative:
The physician attempted to place the complaint vrd (enc452200 / 10434680) from the lt-pca to the ba. However, when the physician began inserting the vrd into the complaint prowler select plus (606-s255x / 17077997), he experienced a severe resistance around the mc hub. The physician attempted to withdrew the vrd back into the introducer, but the vrd got deployed in the mc hub. The prowler was withdrawn from the patient. The physician inserted the gw into the mc to check the bore, and experienced a severe friction abound the hub. It was suspected that the bore of the mc was somehow damaged. Thus, it was replaced with another prowler (different lot #) to continue the procedure. The procedure was then completed without further issues, but due to the event the procedure was delayed for 30 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The introducer had been seated properly into the mc hub before starting the insertion. No visible damage was noted on the product prior to the event. Due to the fact that the patient was a hcv carrier, the complained products have already been disposed. No further information is available. The procedure was the vrd-assisted coil embolization of an aneurysm at the ba-top to treat the sah. The patient was a (B)(6) female, whose vessels were neither torturous nor calcified. A chikai (asahi intecc, 0.014¿), a fubuki (asahi intecc, 5fr), and an okay ii (goodman) were used for this procedure. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the device, the reported event was not confirmed, but based on the information the event could be related to procedural factors. Procedural factors may have impacted the event. Additionally, the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time.

Event description:
((B)(4)) resistance / stuck. The physician attempted to place the complaint vrd (enc452200 / 10434680) from the lt-pca to the ba. However, when the physician began inserting the vrd into the complaint prowler select plus (606-s255x / 17077997), he experienced a severe resistance around the mc hub. The physician attempted to withdrew the vrd back into the introducer, but the vrd got deployed in the mc hub. The prowler was withdrawn from the patient. The physician inserted the gw into the mc to check the bore, and experienced a severe friction abound the hub. It was suspected that the bore of the mc was somehow damaged. Thus, it was replaced with another prowler (different lot #) to continue the procedure. The procedure was then completed without further issues, but due to the event the procedure was delayed for 30 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The introducer had been seated properly into the mc hub before starting the insertion. No visible damage was noted on the product prior to the event. Due to the fact that the patient was a hcv carrier, the complained products have already been disposed. No further information is available. The procedure was the vrd-assisted coil embolization of an aneurysm at the ba-top to treat the sah. The patient was a 71 year-old female, whose vessels were neither torturous nor calcified. A chikai (asahi intecc, 0.014¿), a fubuki (asahi intecc, 5fr), and an okay ii (goodman) were used for this procedure.